Event description:
A male patient contacted lifecor customer support to report that for the last few weeks he has not received the vibration on his back when he switches out of the battery pack. Patient stated that everything else seems to be working correctly. Patient downloaded and download revealed no obvious problems with the electrode belt. Support contacted the patient again in 2008, and everything was working fine. Support contacted the patient the following month, and left a message. Support contacted the patient one week later, and patient stated he would do a manual recording and download. The download revealed no problems with electrode belt. Support contacted the patient two weeks later, and left a message. Support contacted the patient one week later, and family member stated to call back tomorrow. One week later, the patient called in and stated that he had stopped wearing the vest two weeks ago, and is "putting his trust in the lord." He stated that the doctor said he was doing better and would see him in a year.

Manufacturer narrative:
Device evaluation summary: device evaluation electrode belt has been completed. The reported problem was confirmed. The cause of the noise on all leads was an intermittent short in the distribution node. A shield wire was touching the tactile motor. This caused the tactile alarm to not function. The electrode belt was repaired, retested and restocked. The root cause of the shorted connection cannot be positively identified, but was likely due to strain placed on the cable, which allowed the wire to be forcibly removed from the solder pad. It is likely that when the patient dropped the monitor, the electrode belt caught the monitor before it hit the ground. No adverse event resulted from the damaged electrode belt. The patient received a replacement electrode belt.